Event description:
During a pci treatment procedure, the tip of the pt2 moderate support 185 cm guidewire fractured and remains in the pt's vessel. The lesion being treated was located in the bifurcation of the ramus intermedius branch and the left anterior descending coronary arteries. The pt2 guidewire delivered into the ramus intermedius branch. Thereafter, there was no manipulation of the distal end of the guidewire. Dilatation and stenting occurred in the bifurcation region. The tip of the guidewire remains in the pt as there was no possibility of removing it.